Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
(B)(6): on (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This malfunction is generally obvious and detectable by the user. In addition, the owner¿s booklet instructs the user to call their healthcare team or animas when they have a question or cannot understand an issue with the pump.

Manufacturer narrative:
Follow-up #1 date of submission 08/11/2015-product analysis:the device was returned and evaluated by product analysis on 07/21/2015 with the following findings:investigation revealed the display screen was dim and discolored. Unrelated to the complaint, a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.